Manufacturer narrative:
There is more information on the device and correcting UDI. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device has been delivered for more than six years ago, and it is possible that long-term repeated use of the device resulted in attrition of the latch and pins receiving the video connectors. This resulted in a loose connection of the video connectors and a poor contact of the connectors contacts. Thereby causing the issue of image not being visible without wiggling.

Manufacturer narrative:
Additional information is not yet available for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image was not visible unless the device was wiggled. This is attributed to the worn out video connector latch causing poor connection to the pigtail. Device has up to date main switch.

Event description:
As reported for this event, the device yielded no image unless the device was wiggled around. There were socket issues with noise and distortion observed. There is no reported harm to any patient.